Manufacturer narrative:
B5: information added. E1 initial reporter phone: (B)(6).

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. During the procedure, the 27mm watchman laa closure device and delivery system (wds) was kinked at the cable. The patient condition following the procedure was stable. There are no further details available at the time of this report. It was further clarified that the kinked wds was not used to complete the procedure; a new wds replacement was used to complete the procedure. Local anesthesia was used and no patient complications occurred. The patient was discharged. This event was further reviewed and was determined to have been reported as a reportable event in error; therefore, this reported event is withdrawn.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. During the procedure, the 27mm watchman laa closure device and delivery system (wds) was kinked at the cable. The patient condition following the procedure was stable. There are no further details available at the time of this report.